Event description:
It was revised for suspected alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be reopened when the bioengineering and or applied research report is completed. Addendum added (B)(4) 2013. Conclusion and justification status: following further investigation by applied research and bioengineering, notification was received that: root cause: undeterminable, it can be seen that some damage was recorded on the implant taper. No contact area could be seen on the redlux images for this device implanted for approx 1 year. The flat spot on the top of the femoral head is a function of the manufacturing process and does not reflect wear. The lab suggests the 5micron out of tolerance on the liner indicates wear, however, the shape of the cmm plot and the redlux data would be atypical of that expected from a worn surface. This bioengineer would take this small deviation as a measurement error or reflective of the manufactured condition. It would not indicate a product issue. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Examination of the returned devices by a depuy principal engineer finds abnormal wear on the outside diameter of the femoral head. Matching wear on the acetabular cup and/or the acetabular liner was not found. It is hypothesized the wear may have been due to the retrieval process. A third party materials science analysis found that it is extremely unlikely that the black substance found on the explants is a powder due to wear, but it is more likely the adhered material is coagulated biological substance. The analysis found that corrosion did not occur in the sample material. A review of device history records found no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Patient demographics, activity level, additional event information, and x-rays were requested but not obtained. It was found that the femoral head and liner were a compatible match. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.